Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-05. H6: investigation summary: our quality engineer inspected the samples and photo submitted for evaluation. Bd received five unopened units, one used unit, and one photo. Initial visual observation of the units revealed that all components were present and intact. Prior to testing, the units were inspected for the actuator being pushed through the septum and no defects were found. The unused units were tested for leakage beyond the septum and no leakage was observed. The used unit could not be tested for leakage has it had been used; therefore, the unit was dissected so that the septum could be inspected for damage which could result in leakage. Upon microscopic investigation, no damage or tearing of the septum was observed. Since the units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: complaint from hospital. The customer complained that the blood control system malfunctioned. It could not control the blood flow (fake blood was used) when the safety device activated.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: complaint from hospital. The customer complained that the blood control system malfunctioned. It could not control the blood flow (fake blood was used) when the safety device activated.